Manufacturer narrative:
The loaner device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, input/output testing, calibration testing and visual inspection without duplicating the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during incoming inspection, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.